Manufacturer narrative:
Incidental findings: wire fatigue. Manufacturer's investigation conclusion: the reported event of low voltage alarm was confirmed via the log files review. The log files spanned approximately 2 days (02nov2022 to 04nov2022 per the timestamp). Atypical low voltage alarm activated on 02nov2022 at 20:09, 03nov2022 at 00:39 due to fluctuating rsoc voltage on the white power cable. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The driveline was disconnected on 04nov2022 at 14:02 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and pass all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. Additional information on 24nov2022 stated that exchanging the controller resolved the issue. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Product information was requested but not yet provided.

Event description:
It was reported that the patient had low power alarms while connected to batteries even though they had 3 bars left. The patient did not have any alarms when connected to the power module. The patient would follow up in the clinic for troubleshooting and log files would be downloaded. The patient underwent a system controller exchange, which resolved the alarms.